Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (anterior leaflet had curling) contributed to the reported single leaflet device attachment (slda). The treatment appears to be related to the operational context of the procedure as another clip was successfully implanted to further reduce mitral regurgitation and treat the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site: contact office name.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The delivery system was discarded and the clip was implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the clip detached from one leaflet, while remaining attached to the other leaflet. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr) grade 4. The patient presented with anterior mitral leaflet curling. The first mitraclip (cds0601-ntr; 90201u160) grasped the mitral leaflets without reported issue and deployment was initiated. Right after removing the lock line without difficulty, the anterior leaflet grasp was lost and the clip remained attached to the posterior leaflet, a single leaflet device attachment (slda). The mr appeared worse and another clip was successfully implanted to further reduce mr and treat the slda. The mr had been reduced to grade 2-3. Per physician, the slda was due to pre-existing patient anatomy. There was no adverse patient sequela and no clinically significant delay. No additional information was provided regarding this issue.